Event description:
It was reported that a wound drain was placed during a high tibial osteotomy of the left knee. Upon removal five days later, the drain broke and a portion of the drain remained inside the pt's knee. The product was being maintained for drainage and visual appearance. There was no drainage problem. No resistance was encountered. The drain was pulled out slowly. The broken portion of the drain was removed from the pt by making another small incision initiating from the previously made one under local anesthetic and the broken portion was removed without difficulty. No further complications were reported.

Manufacturer narrative:
The actual, partial sample was received in two pieces. One piece measured approx 5" long and the other piece measured approx 5/16"long. This piece matched the broken area of the drain connector when placed together. The round drain section was not returned. There was a suture around the white drain about 1" from the break. A blood clot was noted inside the clear tubing. The broken area was jagged and when examined under magnification, no evidence of puncture was observed. The section of the tube with white drain connector was proof loaded with a 7 pound weight for over 10 seconds without breaking. This indicates that this portion of the drain exceeded the requirements for minimum break strength per internal specifications and international standard for surgical drains. The ID, od and wall thickness met specifications. The incoming quality assurance records were reviewed and the records did not show any rejects related to tensile values. All values within the last two years were above those specified in the international standard for surgical drains. There was no evidence of any mfg issues that may have caused or contributed to the reported problem. Instructions state the following precautions to avoid the possibility of drain damage or breakage:avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. Baseline report previously filed.